Event description:
It was reported that this patient was having episodes of pacemaker mediated tachycardia (pmt). Technical services (ts) examined the device episode data from this pacemaker and found that there was not any pmt. It was found that there was occasional oversensing of the ventricular pacing signal by this right atrial (ra) lead. Ts recommended reprogramming cross-chamber blanking period as troubleshooting. The patient was seen in the clinic and the device was reprogrammed. No adverse patient effects were reported. Currently, this pacemaker system remains in service.